Event description:
The customer reported an overinfusion of ivig. The event details were reported as follows: an infusion of 10% ivig (25 gms in 250 ml) was set up on the med surg tele profile as a secondary basic infusion at 30 ml/hr, vtbi 250 ml. This should have infused over 8 hours. The bag was empty after 1 hour and the pump read vtbi 220 ml remaining. The nurse had hung a new primary bag about 1 hour prior to the secondary infusion and it had a decreased volume from when she hung it with no evidence of the secondary fluid having gone into the primary bag. The pt developed acute back pain, intense and uncontrolled shaking and a slight decrease in blood pressure. The pt was treated with tylenol, benadryl and demerol and improved quickly with no further side effects. The customer stated that no further pt / event info is available.

Manufacturer narrative:
(B)(4). Devices not received, log review only. A log review was requested. The IV set was reported to have been discarded. The event logs and data set have been received and the eval is pending. A f/u report will be submitted with results once the eval has been completed.